Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose and received a lost sensor alarm. The customer's blood glucose was 44 mg/dl at the time of incident. The customer treated her low blood glucose with juice and she ate something. The customer stated that she was sleeping when she received the alarm. The customer declined to troubleshoot for the lost sensor and would just like a replacement sensor. The insulin pump will not be returned for analysis.